Manufacturer narrative:
Additional information: g4, h2, h3, h6. The results of the investigation are inconclusive since the device was not returned for analysis. The device history record was reviewed to ensure that each manufacturing and inspection operation was performed. Based on the information received, the cause of the reported communication issue and subsequent cancelation remains unknown.

Manufacturer narrative:
One workmate¿ claris¿ ep-4¿ cardiac stimulator was received for evaluation. The field reported event was confirmed as the stimulator was powered on and communication was unable to be established with the test standard touchscreen. Internal inspection verified all preliminary system voltages were within specification. It was confirmed the microprocessor assembly was non-functional. The microprocessor assembly was temporarily replaced with a known-good unit and functionality was restored. Based on the information provided to abbott and the investigation performed, the root cause was isolated to the microprocessor assembly.

Manufacturer narrative:
The results/method and conclusion codes along with investigation results will be provided in a subsequent submission.

Event description:
During the procedure, the ep4 stimulator was not communicating with the dws and the case was cancelled. Remote troubleshooting was done but the problem persisted. The patient was punctured, but the procedure could not be completed and the case was abandoned. There were no consequences to the patient.